Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint documenting the following inspection findings including non-pentax medical components and adjustments: insertion tube polyurethane damaged at segment side under the root brace, bending rubber glue non-pentax technique, distal body scratched, passed wet leak test, pve electrical connector frame has severe corrosion, unauthorized adjustment of a/w nozzle sharp edges exposed, passed dry leak test, fluid invasion in pve connector, shield cover corroded, down angulation decreased, right /left angulation knob play, up/ down angulation knob play, up angulation decreased, bending rubber non-pentax material. The device will undergo repairs including and be returned to the customer once completed. O-rings and seals, insertion flex tube, distal end assy with tubes, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, lg cable connector assy pb-free, pcb for ccd drive pb-free, distal attaching plate, distal attaching screw, segment attaching screw, x-ring (1.8x19.6) gray, air/water supply tube lg, jet supply tube lg, suction channel lg. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 25-nov-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 08-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-aug-2019 . The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The information provided indicated that there was a metal piece on the tip that is sharp and sticking out involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The issue was observed in the operating room during pre-inspection. As the issue was observed prior to use, there was no injury associated with the event.

Manufacturer narrative:
Correction information. B4: date of this report. G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.